Manufacturer narrative:
Additional information provided in sections h.6 and h.10: the company representative able to assist with the reported event remotely. It was explained to the customer, the possibility of causes were attributed to: poor aspiration, including cassette pack and handpiece tip deterioration. It was later discovered that there were multiple cases of surgery that day were done with the same cassette pack, which led to pack deterioration and poor aspiration. The sr was closed with no onsite assessment needed as the system was determined to be functioning normally. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. An internal investigation was opened to address issues but it was later determined to be irrelevant to this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to user error. The consumable is a single-use product, was being reused multiple surgeries. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery an ophthalmic console would not aspirate during the phacoemulsification mode. The surgery was completed on the same day without any problems. There was no report of patient harm.